Manufacturer narrative:
A follow-up report will be submitted upon completion of the investigation.

Event description:
It was reported to philips that the battery pins need to be replaced. There was no reported patient involvement.

Manufacturer narrative:
One battery pca was returned for failure analysis. The reported problem was duplicated during lab tests. The j2 pin8 found to be permanently compressed on the returned battery pca. The available information is consistent with a malfunction of the battery pca. Philips cannot rule out a malfunction of the battery pca as the cause was not determined to be caused by use outside normal and expected. A formal corrective and preventative action project was opened to address an increase in the failure rate that was detected. No further investigation or action is warranted